Manufacturer narrative:
(B)(4) product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, during a reverse shoulder arthroplasty, the plastic portion of the taper impactor fractured into two pieces. The impactor was reported to have cracked during the sterilization process. It was then used for the procedure where it fractured following impaction. A different impactor was utilized to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was visually examined. The impactor head is fractured into 2 pieces and there are some nicks and wear noted on the shaft of the impactor. Review of device manufacturing records found the device was made of appropriate materials. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.